Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. As received, the belt passed all incoming functional testing which verified proper functionality of the ECG acquisition and pulse delivery circuitry. During visual inspection the trunk cable locking nut was found to be installed on the trunk cable housing backwards, preventing the trunk cable from securely connecting to a monitor. During root cause investigation, it was determined that the trunk cable connector housing was broken. If enough force was applied to the connector, part of the connector housing could become disconnected, allowing the locking nut to come off the housing and be reinstalled incorrectly. After the locking nut was installed incorrectly the trunk cable connector housing was reassembled. The root cause of the broken connector housing was physical abuse. During patient use, the patient flags revealed that the belt was communicating with the monitor. It is unclear when the trunk cable connector was damaged in the field. There is no allegation or indication that the damaged connector caused or contributed to the patient death.

Event description:
A distributor returned belt sn (B)(4) for investigation. The belt was last used by a patient who passed away while not wearing the lifevest. Upon receipt the belt passed all functional testing but was found to have the trunk cable connector locking nut installed backwards, preventing the belt from securely connecting to a monitor. The distributor reported that the patient passed on (B)(6) 2015 however the last date of use of the lifevest was (B)(6) 2015. There were no allegations that the damaged electrode belt contributed to the patient death. A review of flags during patient use reveal that the belt was communicating with the monitor.